Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # MDR 2015691-2017-01939 and #MDR 2015691-2017-01968 and determined to be a duplicate event. The event investigation and regulatory reporting will take place under case MDR 2015691-2017-01939.

Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, post deployment of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the leaflet ¿stuck open¿. The doctor tried to use a wire, a catheter and a delivery system to free the ¿stuck¿ leaflet; however, the leaflet remained open. A second valve was placed to resolve the aortic insufficiency. There were no other complications with the case. The valve functioned properly during preparation for use. There was no post dilation.